Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) reported a 'device malfunction' upon being interrogated after the patient suffered a cardiac episode which required emergency treatment. The patient had, previously, received 2 weeks of radiation therapy.